Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date, except for an additional email, which was received on the of (B)(6) 2024, when the user contacted dario to report that her high bg readings persist. The user also stated in this email that the comparison between the bg reading received from the doctor's meter to the bg reading received from her dario meter was 124 mg/dl and 177 mg/dl, respectively. Additional attempts were made to follow up with the user in order to assist with her issue, however no additional response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user, who is prediabetic, reported receiving high bg readings from both of the dario meters she has compared to the low bg readings that she received from her continuous glucose monitoring (cgm) device. The user reported receiving bg readings in the 150 mg/dl range or higher from her dario meters. The user reported that on (B)(6) 2024, she went to her doctor, where she stated that she received a bg reading of 129 mg/dl from the doctor's bg meter compared to a bg reading of 177 mg/dl from the user's dario meter. The user also stated that both of her dario meters are giving her readings within 3 mg/dl of each other. The user then reported that she purchased a new bg meter which is giving her the same readings as her doctor's bg meter.